Manufacturer narrative:
Three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation for (B)(4) confirmed that the devices met all requirements for release. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the devices revealed that the devices failed to meet specifications; the devices passed visual examination but failed functional testing. (B)(4) had high max error, abnormally high cycle counts, and early depletion of a cell pair. (B)(4) had a high max error and abnormally high cycle count. The most likely root cause of the high max errors can be attributed to a use pattern involving exchange and recharge of the battery before reaching the (B)(4) % rsoc threshold. The most likely root cause of the abnormally high cycle counts can be attributed to a memory corruption error from the u2 ic chip on the printed circuit assembly (pca). The most likely root cause of the early cell pair depletion can be attributed to faulty cell pairs. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2016-01212) submitted for devices related to the same event.

Event description:
As by distributor in (B)(6) that the patient reported intermittent very brief power disconnects between battery and her controller which causes the controller to beep. Visibly all connections look fine and show no obvious signs of wear or any damage. The log file analysis showed 1 battery had an critical battery alarm along with multiple power disconnects detected while connected to the other batteries reported. The batteries were replaced and resolved the issue. There was no consequence to the patient. No additional information is available. The investigation is ongoing.